Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the allergic skin reaction. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an allergic skin reaction to the pod adhesive while wearing the pod longer than 48 hours. When the pod was removed from the site (leg), the site was inflamed, itchy and left a hyper-pigmented area once the site healed. The patient visited the clinic and was prescribed alfacort cream (once daily at bed time for 15 days), elidel cream (every 12 hours for 30 days) and even pigment perfector cream (once daily for the dark areas) for treatment.